Event description:
Device malfunction: mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using a starclose device attempted arteriotomy closure after an unspecified procedure. Reportedly, the clip was fired and the device was removed. After the device was removed it was noticed that the clip was stuck at the end of the sheath. Hemostasis was achieved with manual compression. There were no adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned device found a deployed clip captured in the distal end of the fully slit exchange tube and bent vessel locator wings. There was no detected stretching of the exchange tube or any damage associated with possible stretching and/or contact with a deployed vessel locator. The wings were securely affixed to the vessel locator assembly. Additionally, there was no detected damage to the captured clip's tines or to the vessel locator's distal end, which would have indicated possible interference to clip deployment. All observations of the device's internal components were normal for a clip-deployed device. No manufacturing issues were detected and we were unable to determine the root cause for the reported device issue. Review of the device history record for this lot did not produce any findings relevant to this report.